Event description:
It was reported that a remote alert was triggered due to the atrial intrinsic amplitude being out of range (low). The atrial automatic threshold detected as greater than the programmed amplitude or suspended. The presenting electrogram shows undersensing of atrial fibrillation. The atrial sensitivity is currently programmed to a fixed output. Technical services were consulted and recommended further review. It was noted that the battery status is ok. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.